Event description:
I was prescribed 10% saline solution for inhalation to help clear my lungs. I have alpha-1 antitrypsin deficiency and bronchiectasis. My doctor prescribed 4mls nebulizer. The pharmacy filled the prescription with 15ml vials, single-use. For several days in a row, I used the whole vial, not realizing that was incorrect. I would have no way of measuring 4 mls into the nebulizer cup. After several days, I suffered from severe bronchospasm, and inability to breathe normally without supplemental oxygen. Extreme shortness of breath and bronchospasm sent me to the ER twice. The second time I was hospitalized 4 days. After almost two months, I am still on full-time oxygen.